Event description:
It was reported that this pacemaker exhibited impedance issues and high capture thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned. While the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.